Manufacturer narrative:
Approximate age of device - 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the mobile power unit alarmed no external power a total of five time. The alarms spanned from (B)(6) 2018. The manufactures technical service confirmed multiple no external power alarms which were due to the mpu ac power cord coming loose at the mpu or ac wall outlet. The system operated on emergency backup battery at the time of the event. No further information was provided.

Manufacturer narrative:
Investigation summary: the reported event of no external power alarms could not be confirmed as there were no log files submitted for review. The mpu was not returned for evaluation. The customer reported that the patient has the locking ac power cord for the mpu. Additional information provided indicated that the root cause of the reported event was the patient¿s nephew unplugging the mpu; the mpu was stated to function as intended. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.